Event description:
It was reported that during implant the "ventricular lead socket was slipped and unable to be fixed". The ipg was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.